Manufacturer narrative:
One device was received for evaluation. Customer reported that the complaint of ¿pump experienced cassette not attached error during testing¿ confirmed through pump power up test. Visual and functional testing was performed. Upon further investigation, found dso delaminated. Replaced dso seal and latch/lock mechanism. The service history review had no indication that the complaint was related to a service of the device within the review period. Review of event log found no relevant information. All functional test of the device passed after repaired.

Event description:
It was reported that the pump experienced cassette not attached error during testing. There were no patient involvement and harm.